Event description:
User error caused infusion of storage solution to pt resulting in elevated mercury levels. Pt asymptomatic and being treated with chelating agents to remove mercury. Awaiting further follow-up. Apheresis operators very aware of error made and have received necessary training.